Event description:
After successful decompression with the baxano 10mm microblade shaver device at the left l2/3 disc level, the surgeon attempted to decompress the opposite side, the right l2/3 disc level. After gaining access with the baxano ipsi probe and obtaining acceptable neuromonitoring responses with the baxano neurocheck device, the 10mm microblade shaver device was introduced into the foramen. The surgeon noted that it was challenging to perform reciprocations and stated that he may have pulled the microblade shaver device too far lateral into the foramen such that the side cutting blades were lodged into the bone. The surgeon unsuccessfully attempted to use a surgical elevator to dislodge the device. Finally, the surgeon cut the cable of the microblade shaver device and was able to remove it from the foramen. All components of the device were retrieved (confirmed using fluoroscopy). The patient was discharged the same day and was doing fine 2 weeks postop.